Event description:
Pt reported that,while changing their infusion set, they discovered that there were infusion sets (number of affected units not provided), with bent cannulas, out-of-package. There was no apparent damage to the box that the infusion sets were packaged in. Pt's blood glucose was not affected and no treatment was received.